Manufacturer narrative:
The patient's gender was not provided. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#( B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had dark sticky stools. The patient¿s hemoglobin dropped to 6.2 g/dl and received 3 units of packed red blood cells (prbc) over a 24 hours period. At the time of the event, the patient¿s anticoagulation regimen included warfarin. Reportedly, the event resolved. No additional information was provided.

Manufacturer narrative:
Sex: correction. Date rec¿d by MFR: manufacturers aware date was inadvertently omitted from previous report. The correct date was august 16, 2018.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues related to gastrointestinal bleeding have been reported. Bleeding is listed (in the hm3 IFU) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.